Manufacturer narrative:
Upon complaint review, it was determined that false latching or no latching of siderails could result in serious injury and therefore this event will be reported. Technician replaced the siderail assembly to resolve the problem.

Event description:
The left siderail would not latch. There were no injuries in this event.